Event description:
It was reported by service report that the stretcher had a bent locking bar and the fowler is unable to be raised and lowered. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Evaluation result: locking link assembly, fowler.